Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to observations of intermittent capture and low amplitude. Technical services was consulted and recommended that the ra lead be replaced at the next device changeout. During the most recent device changeout, an entire device system therapy upgrade was performed and the ra lead was successfully removed and replaced. No additional adverse patient effects were reported.